Event description:
It was initially reported that the pt had her device explanted, due to her increase in suicidal ideations. It was unclear if this was a pre-existing issue for this pt or if the device was contributing the ideations. It was said by the surgeon that the device had been disabled for several months. The device was returned to the manufacturer for analysis, but it has yet to be completed. Good faith attempts to obtain additional info have been unsuccessful to date.